Event description:
It was reported by the patient, while using the device, a 'no disposable, clamp tubing' alarm went off. The patient was unable to stop the alarm until after 1.5 hours and the infusion of the medical fluid had been suspended during that time. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the sample was received without damages, white cap and without blue clip. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The sample was fully priming and connected without difficulty, the pump was set to running and no alarms were activated. Complaint was not confirmed. The root cause of the reported problem was not determined based on the fact that the complaint was not confirmed. Accordingly, no corrective action was taken due to the complained not being confirmed. No fault was found with the device. An internal CAPA has been opened to investigate the reported issue. This issue will be monitored for any increase in occurrence and if the occurrence of this issue increases significantly, additional corrective actions will be taken. No lot number was provided; therefore, device history record review could not be completed.